Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97754, product type: recharger. Product ID: 97740, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was having difficulty syncing the recharger with the ins with and without the antenna. The rep also reported that the patient also got a ¿006¿ error code once. The rep reported that the patient stated it was taking up to 4 hours to recharge at 50-75% full. The rep reported that the patient got 8 boxes. The rep reported that the patient had to reset the recharger several times because it would malfunction. The rep reported that they asked the patient to call in because they were unsure what the issue was, but they believed device malfunction needed to be ruled out. No further complications were reported.